Event description:
Reason for product recall: merit medical systems, inc. Is recalling a specific shipment of products due to potential sterility breach which may have been caused by excessive shipment damage. Please note there have been no adverse events reported that are associated with this recall.

Manufacturer narrative:
Merit is recalling products of a specific shipment due to a potential sterility breach which may have been caused by excessive shipment damage. A delivery truck transporting the products was involved in a roll-over accident; nevertheless, the deliveries were made without merit's consent. The device packaging will be inspected if returned. If the product was used and returned, it will be evaluated. Conclusions: if additional information becomes available, it will be submitted to FDA in accordance with statutory product retrieval reporting requirements.